Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr2320 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported leaking catheter. It was stated the catheter was replaced. No other information was provided.